Event description:
It was reported that approximately seven (7) months post-implantation of a total knee arthroplasty, the patient was experiencing persistent swelling, stiffness, severe pain, and difficulties with adl's. No additional information regarding intervention or outcome provided. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 141224; lot# j6783943. Item# 189081; lot# 951470. Item# unknown cement; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) - femur. No devices or photographs were received; therefore the condition of the components is unknown. Primary operative notes state no intra operative complication. Office visit notes (from (B)(6) 2022 to (B)(6)2023) state that patient was experiencing pain, severe difficulties with adl's, persistent swelling/stiffness. Review of the device history records identified no related deviations or anomalies during manufacturing. Root cause cannot be determined. This complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.